Manufacturer narrative:
(B)(4): batch # m55634. The analysis found that one pse45a device was returned in good visual condition and with one ecr45w cartridge loaded on the device. The reload was received fully fired and in good visual conditions. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no partial fire was noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, the device partially fired and stopped. It was unknown how the device was opened, but it was able to be opened and removed from the tissue without issue. The firing number and cartridge color were unknown. Case completed with another device of the same product code. There were no patient consequences reported.